Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a lighttrail tractip laser fiber was used in a procedure in the kidney performed on (B)(6) 2019. Reportedly, the laser unit used was an auriga holmium laser console. According to the complainant, during the procedure, the surgeon stopped lasering the stone when he felt a slight click resonate through the scope. The user noted that 2 cm from the fiber body including the fiber tip broke off and was laying in the access sheath inside the patient. Reportedly, the broken piece was flushed out successfully. The procedure was completed with another lighttrail tractip laser fiber. There was no serious injury nor adverse patient effects as a result of this event.